Manufacturer narrative:
The failure investigation has been completed and the alleged speaker and vibrator issue was verified. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump was not annunciating audible tones for alerts/ alarms. The customer's blood glucose level was 442 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.